Event description:
The sales rep reported that the edsiii drainage sys was hooked up to the pt and while taking a csf sample on days 3, 4, and 5 the clinician noted that air was being trapped in the sys. When air was observed in the sys, the resident lowered the drain in an attempt to release the air. When drain was lifted up again, air became trapped again. In addition, rep explained that a CT scan confirmed phumanacypalis, (air on the brain).

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.